Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation of the problem revealed the complete loss of the imaging functionality due to overheating of the x-ray tube. There are various possible root causes for this issue, however, it is very difficult to determine them retrospectively. After considering the available data, our system specialists consider the following two possibilities to be probable: if the cooling system of the x-ray tube has not been filled with water as described in the instructions for use. If the evaporation of water through the cooling hoses of the system was so high that it significantly reduced the cooling capacity of the system. Both possibilities can no longer be verified as the cooling unit has been replaced and the cooling medium has been refilled. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional cardiology procedure no x-ray could be released. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.